Manufacturer narrative:
Hosp was contacted by zimmer osp on two occasions to try and obtain device for eval. The risk mgr has stated that the device is being retained at the hosp. However, she will try to follow-up with photos.